Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the cartridge was not returned for investigation. A reserved sample from the same lot number (b202042) was tested by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the cartridge was performed with no damage or defects noted. A leak test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. A fill test was performed; there were no air bubbles found inside the cartridge during testing and no issues were found when the cartridge was cycled. The cartridge also passed the force test. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
(B)(4). Device evaluation: the cartridge was returned and tested by product analysis on 07/18/2014 with the following findings: a visual inspection of the cartridge was performed with no damage or defects. A leak test was performed with no failures observed; there was no fluid observed to be leaking out at the plunger end of the cartridge. A fill test was performed; there were no air bubbles found inside the cartridge during testing and no issues were found when the cartridge was cycled. The cartridge also passed the force test. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the distributer contacted animas stating on (B)(6) 2014, the patient experienced a hyperglycemic event. The patient reportedly was sent to the hospital for treatment but was not hospitalized. There was reportedly air bubbles present in the cartridge. There were no reported blood glucose (bg) values at the time of the reported incident and no additional information was available regarding this complaint. Customer technical support is making multiple attempts to reach out to the reporter to try and obtain additional information regarding the reported incident. This complaint is being reported because the patient experienced a hyperglycemic event and due to the allegation there may have be an issue with air bubbles in the cartridge.